Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product was received for evaluation. Visual and functional testing were performed. Upon inspection, there were minor scratches on the screen. There was evidence of reported problem in the event log. Functional test was performed and verified through the device status screen menu. The reported problem was duplicated multiple times. The root cause of the reported issue was found to air detector was inoperable. The air detector was replaced. The device passed performance maintenance (pm) and functional test. Operator of device and initial reporter also sent reports to FDA are unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was air in line. No patient injury was reported.